Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl, 500 mg/dl, 400 mg/dl. Customer stated that reservoir compartment was damaged and pieces was missing. Customer stated that the reservoir was able to lock into place. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege was under delivering. The insulin pump will be returned for analysis.